Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown, no information provided to date.

Event description:
It was reported that the pump had a double beep alarm with the cassette being attached to the pump during testing. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was removed upon receipt. No physical anomalies were noted. An error code was found in the ehl (event history log). A functional check and battery loss alarm test were performed. The customer reported issue was not duplicated. The device was plugged with a test cassette and powered up for ten minutes. There was no double beeping. The battery loss alarm test was performed and passed. However, there were multiple (hight pressure) errors in the event log. The root cause of the reported issue is unknown however, the down stream occlusion sensor was found to be defective. To correct the issue, the downstream occlusion sensor will need to be replaced. The product is beyond 2 years from manufacture date of 2020-01 and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.